Event description:
A malfunction alarm labeled as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by offering pump reset information and helping the customer reset the pump successfully. The issue did not recur, and the customer was advised to continue using the pump while being instructed to call back if the malfunction code appears again.